Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was transported to the hospital via ambulance due to increasingly high blood glucose (bg) levels. Patient had worn the pod between 4 and 24 hours (on his leg). It was reported that the adhesive was ¿lifting up near the cannula end [of the pod]¿. To help the device adhere better, patient used additional product before applying the pod. He even stuck medical tape along the edges of the adhesive to prevent it from lifting up during wear. Eventually the cannula dislodged from the infusion site. Later on, it was reported that the patient was experiencing swelling in his hands, feet, and face. It was also reported that he ¿had no color to his face¿. Patient¿s family called an ambulance to have him transported to the hospital for immediate treatment. His bg levels had climbed to 68 mmol/l (1,225 mg/dl) by the time he reached the hospital. The patient was admitted to the hospital and put in the intensive care unit (ICU), where he remained until he was released on (B)(6) 2018. As treatment during that time, the patient was administered insulin and his heart and bg levels were continually monitored.